Event description:
The customer reported the system displayed a communication error and would not display an image. This rendered the system usable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.